Event description:
It was reported that the customer had blood glucose levels of 240 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated due to a low sensor glucose reading. The customer reported that in one instance, the insulin pump notified of a low sensor glucose reading when the actual blood glucose level was 140 mg/dl. Explained possible causes of this issue and calibrating. Advised customer that she was calibrating too much with her sensor. Customer stated that her readings were now fine. Advised customer to continue using the sensor and to calibrate as discussed. Advised that two replacement sensors would be sent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.